Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient was receiving an MRI because she had two strokes. The first stroke occurred on (B)(6) 2016 while the second occurred on (B)(6) 2016.

Event description:
Additional information from a healthcare professional (hcp) reported the patient had a head CT which found cerebellar infarct age indeterminate, which was done in (B)(6) 2016. The patient had a brain MRI done in (B)(6) 2016, the results are still pending. The cause of the strokes is not yet clear as work up is still in progress. It was noted the patient has underlying hypertension/diabetes, which may have led to them. The hcp noted the patient is addressing her stoke factors by taking aspirin. In order to resolved the strokes the patient is taking aspirin and doing speech therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.